Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and confirmed the rinse tubing was disconnected from the blood sampling valve (bsv) causing the leak. The fse re-connected the tubing resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately ½ cup uncontained clear fluid leaked under a coulter lh 750 hematology analyzer onto the counter during startup. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.